Event description:
It was further reported that the device system delivered morphine and the cause of the event was reported as ¿surgery¿ and the event was not attributed to the device system, programmer or drug effects.

Event description:
It was later reported the pump had been filled with saline greater than one year. The patient wanted the pump removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had cellulitis twice while the device was implanted, right after surgery in 2005. It was also stated that the patient had lymphedema, though it was unclear if it was related to the cellulitis. It was reported that the pump formerly contained morphine, though it was unclear if this dated back to 2005.